Event description:
It was reported that ¿pump freezes¿. There was no reported adverse impact to the customer. Customer declined assistance from technical support, and no additional information was received regarding the outcome of the event.